Event description:
It was reported, the patient¿s skin was thinning around the pump. The healthcare provider (hcp) was concerned about the possibility of skin erosion if left untreated. No diagnostics or troubleshooting was performed and there was no alleged product issue. The decision was made to explant and replace the pump. There were no additional patient symptoms reported. The patient status, at the time of the event, was noted as ¿alive ¿ no injury.¿ the pump was used to deliver baclofen. The patient¿s outcome remains unknown. Follow-up was performed to obtain this information. If this information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).